Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula broken off into his body. The patient¿s blood glucose level was unknown at the time of the incident. Troubleshoot was performed and customer reports the sensor cannula is still in the body. The alleged device is not expected to be returned for analysis.